Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead was unsuccessfully attempted in multiple positions and in the apical position the capture thresholds were high. The lv lead was pulled back and repositioned in an inferior branch. The lv lead is still in use. It was noted that the patient is part of the product surveillance registry. No patient complications have been reported as a result of this event.